Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high and low blood glucose blood glucose. Customer¿s high blood glucose was 405 mg/dl, 420 mg/dl, 470 mg/dl and low 18 mg/dl. The customer declined troubleshooting for high blood glucose. The troubleshooting was performed for tape not sticking. The insulin pump, sensor and infusion set will not be returned for analysis.